Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a software issue on a cobas 6000 core unit using version 06-02. There was a mismatch between the results for phosphate and crp for 1 patient sample between the information presented on the instrument screen and the information on the print out from the instrument. The crp result on the instrument screen showed 4.06 mg/l. The phosphate result on the instrument screen was 24.80 mmol/l with a repeat result of 0.927 mmol/l. The initial phosphate result was not reported outside of the laboratory as it was held by the customer's process systems manager (psm). When the results were printed out, the crp result shows as 24.80. Only the repeat phosphate result of 0.927 shows on the print out. The crp result of 4.06 does not show on the print out. There was no allegation that an adverse event occurred. The control unit (cu) had been changed on line 2 of the instrument, however, the name was left as cu and not changed to cu2 as it should have been. The customer thinks the issue with the patient result mismatch was due to the incorrect name on line 2 of the instrument. The name was changed from cu to cu2 and the unit was rebooted. Afterwards, the customer had no further issues on line 2 of the instrument. The field service engineer (fse) visited the customer site where all was operating as expected during testing. During a review of the data provided, the investigation identified a database management error and a transaction monitor file read error which are errors consistent with what the customer observed. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. There were no software malfunctions.